Event description:
International affiliate reports that device was placed during the repair of a large incisional hernia using an open approach. The mesh became infected two weeks following implantation. The pt underwent re-operation to remove the infected mesh.